Event description:
During follow-up, it was observed that the patient received inappropriate high voltage therapy due to post-sensed t wave oversensing. Decreased r wave amplitude was also observed on the right ventricular (rv) lead. Technical support was contacted and recommended reprogramming to address the oversensing. The rv lead was also explanted and replaced in order to resolve the event. The patient was stable following the procedure and there were no adverse consequences. Related manufacturer reference number: 2938836-2018-01806.

Manufacturer narrative:
Laboratory testing on the lead did not identify any malfunctions associated with the reported field event of oversensing. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies other than procedural damage.